Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and deployed. However, after deployment, the clip detached from one leaflet and remain attached to the other leaflet (single leaflet device attachment/slda). No additional clips were implanted and mr was reduced to an unknown grade. The following day, the patient passed away due to unknown causes. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. As it could not be determined which of the two clips detached and resulted in single leaflet device attachment (slda), a review of the lot history records for both the ntw and xtw cds associated with the provided lot number was performed and identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar or other complaints from the lot. All information was investigated and due to limited information available (the account was unable to provide additional details), a cause for the reported slda in this complaint could not be determined. Additionally, a cause for the reported death could not be determined. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.